Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that during a spine case the 100 millimeter (mm) percutaneous (perc) pin (lot number 2024021015) would not engage into the perc pin adapter. This seemed like a tight fit. The site switched to the 150mm and the pin seated with no issues and the site continued with the case. The field representative (rep) tested the 100mm perc pin and adapter after the case and confirmed that the pin would not engage with the 100 mm but would engage and seat with the 150mm pin. No known impact to patient outcome. There was a surgical delay of less than one hour.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the diameter of the returned perc pin measured 6.32mm and should be 6.35mm +0/-.006mm. The returned perc pin was not causing the fit issue. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.